Manufacturer narrative:
Additional information: the suspect medical device was returned to olympus keymed (okm) where its legal manufacturer was identified as smith & nephew, not olympus. Therefore, the case will be closed from olympus side with no further actions. However, the legal manufacturer will be informed.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed by the local/national competent authority (ca) (B)(6) that during a therapeutic knee surgery procedure, the patient sustained a third-degree burn of the right lower leg. It is suspected that this injury was caused by the hot light-guide cable. However, no further information was provided.